Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported the patient's lactate dehydrogenase (ldh) level was increasing. The lvad clinicians plan to trend the patient's ldh weekly. The manufacturer's technical services representative reviewed the system controller log file and reported that the trending waveform trajectory showed pi, power, and flow trending flat. Noted a few intermittent speed drops that were associated with pi events. The speed drops did drop below the patient low speed limit of 8400 rpm. No other unusual events noted. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined through this evaluation. Log file analysis showed no atypical events captured with normal device operation above the low speed limit for the duration of the log file. The patient was asymptomatic and no alarms were reported. Hemolysis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.